Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an abscess of fluid near the pump site. The physician described the abscess as "yellowish bubbling fluid". The patient reported swelling at the pump site and painful if touched.

Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
During the follow up it was reported that the patient, " is doing well as of now. She is another patient who had a fluid collection in the back incision site. Hers has been reabsorbed as of last visit."